Event description:
As reported by a healthcare professional, during a stroke case of an 85-year-old female, an emboguard 87, 95cm balloon guide catheter (bg8795u, lot unknown) with a largebore catheter (product/lot number unknown) would not go through emboguard. Per the physician, the devices were set aside and another emboguard and lbc were used of the same size, and those worked. There were no surgery delays due to the reported events. The procedure was successfully completed. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product catalog and lot numbers were not reported; UDI unavailable. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3011370111-2022-00053.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the emboguard was also removed with lbc. Position was easily regained with new set up. The lot number for the emboguard is 144400 and the product number for the largebore catheter is ic71132ug. The catheter was stuck before or the middle section of the device. There was no evidence of physical material within the device. There was no difficulty removing the devices from the patient. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, d4, g3, g6, h2, h4 and h10. Section b5: the lot number for the 132cm large bore 71 catheter is 30532067. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a stroke case of an 85-year-old female, an emboguard 87, 95cm balloon guide catheter (bg8795u, 0000144400) with a 132cm largebore catheter (ic71132ug, 30532067) would not go through the emboguard. Per the physician, the devices were set aside and another emboguard and lbc were used of the same size, and those worked. There were no surgery delays due to the reported events. The procedure was successfully completed. There was no patient injury reported. Additional information received indicated that the emboguard was also removed with lbc. Position was easily regained with new set up. The catheter was stuck before or the middle section of the device. There was no evidence of physical material within the device. There was no difficulty removing the devices from the patient. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device the device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30532067 number, and no non-conformances related to the malfunction were identified. Impeded with loss of cerebral target position is a known potential product failure associated with the use of the device. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics and device selection may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.